Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had the same issue of residual volume after each infusion. No adverse patient effects were reported.